Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise, a reduction in r-wave amplitude resulting in an inappropriate shock. The physician reported in clinic testing with provocation but could not reproduce the episode. The device was programmed to a different vector. The device remains implanted. No additional adverse patient effects were reported.